Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a pinhole 8mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was competed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was competed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was good.